Manufacturer narrative:
A ge service rep performed an on site investigation. The fast stop switch was replaced during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 9900 system had an error and shut down during a case. No pt injury was reported.